Event description:
It was reported the stylus pen is not working. I was also reported the EKG (electrocardiogram) port is not working. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 rf (radio frequency) head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis found that the stylus was not fully seated into the connector, the stylus connector was reseated to resolve stylus pen issues. Unable to confirm reported event concerning EKG port not working, programmer functions as required and passes functional testing. It was also noted that the keyboard connector was pulling apart, the handle was broken, the programmer had a foreign substance in device that appears to have entered the device in liquid form and then solidified, this substance was on the programmer case, power supply, power cord bay and analyzer bay.